Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system due to an infection. No additional adverse patient effects were reported.